Event description:
According to the reporter, a 10 french suction catheter could not be passed through the product during use. Product was not removed until scheduled trach change ((B) (6) 2009). No incident related to medical sequelae was reported.

Manufacturer narrative:
(B) (4). Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.